Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, it was reported by a sales representative via (B)(4) that an ar-12990n knee scorpion needle tip broke off during passage. This was discovered during a meniscal root procedure with no patient harm reported. The broken piece was retrieved from the patient and the case was completed with another manufacturer's device.